Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented after implant procedure with what appeared to be no pacing. Upon review, the patient's implantable cardioverter defibrillator(ICD) exhibited myopotential oversensing. The patient is device dependent. Programming changes were made. The patient was stable.